Event description:
The product was evaluated. An external visual inspection was performed and found that sensor wire was not present. The sensor wire was detached and not returned. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to follow-up MDR, a correction has been made.

Manufacturer narrative:
(B)(4) h6 type of investigation: correction - removal of 4119.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.